Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain 4. The pt's ultrafiltration reading was 882ml indicating the home pt (hp) drained 882ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 2882ml (2000ml + 882ml). The hp is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was reported. Despite baxter's attempts, no add'l info could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain / user error, caused by an inappropriate bypass of the initial drain. The device will be routed to the service area.